Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. There were no reports of patient contamination. At the facility, during precleaning, water is suctioned through the channels and the customer flushes the air/water channel and the water auxiliary channel. The customer does not use a detergent as part of the precleaning processes. During manual cleaning, the customer uses aniosyme 3 and brushes the operating/suction channel, the suction cylinder and the operating channel port. The scope was not manually disinfected. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored in a soluscope cabinet (soluscope_anios dsc8000) and olympus is the maintenance company the user facility uses. The scope is not sterilized. The device was evaluated by olympus. The device failed the insulation distal/end resistance as the value was out of specification and the channel system foam test. The light guide cover lens was cracked, the glue on the bending section cover was clouded, the bending tube was deformed, the connecting tube had a dent, the scope cover was cracked and the key top one (1) was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for nine (9) colony forming units (cfus) of enterobacter cloacae. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Device manufacture date - oct 29, 2015 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.